Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A possible problem with the ins was reviewed/suspected/alleged. The patient thinks she pulled a wire loose. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.